Manufacturer narrative:
The subject device was not returned to olympus for evaluation as the customer later reported e433 internal hardware error was resolved by replacing the footswitch. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was sold on (B)(6) 2013. Based on the available information, the reported e433 internal hardware error was resolved by replacing the footswitch and is assumed the foot switch is defective and the generator meets its specification. The error e433 is a known issue and is triggered by the safety system of the esg-400 that is communicated visually and acoustically and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: the user activates the foot switch while the generator is booting (temporary error caused by user action). Faulty foot switch (temporary error). Faulty foot switch (temporary error, faulty reed contact). Defective cable connection between hvps board and generator board (temporary or permanent error). Defective hvps board (permanent error). Defective generator board (permanent error). Defective motherboard (permanent error). Defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-(B)(6) 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The olympus territory sales manager became aware that the customer high frequency electro surgical generator unit ¿is getting an e433 internal hardware error¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.